Event description:
According to the reporter: there were three events, all female patients, with the involved anatomy being fascia in the hip. All patients had dehiscence and an infection. They each had to be brought back to or. Patient 1 [covered under tracking number (B)(4)] had on (B)(6) and returned on (B)(6). Patient 2[covered under tracking number (B)(4)] had surgery on (B)(6) and returned on (B)(6). Patient 3[covered under tracking number (B)(4)] had surgery on (B)(6) and returned on (B)(6) return. The sutures cannot be returned because they were used in the patient, but the remaining sutures in lot will be returned. Additional information requested but not yet received. Product has not yet been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation twelve devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the product had acceptable results . A tactile and microscopic inspection of the sutures was performed with no abnormalities . The foils were inspected with light assisted microscopy with no abnormalities. A laced through loop test was performed on the sealed products and the results exceeded the specifications for this product. The returned product as received was found to meet quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).